Event description:
It was reported that the patient did not feel any symptoms when the implantable loop recorder captured an asystole episode. Review of the episode revealed that it was not a true asystole episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).